Event description:
Information was received from a health care provider (hcp) via a manufacturer representative regarding a patient with an implantable drug infusion pump indicated for intractable spasticity and post-spinal cord injury. The pump contained lioresal with a concentration of 500 mcg/ml and a dose of 50 mcg/day. It was reported the patient had had several motor stalls and recoveries since time of implant. The logs were reviewed. No patient symptoms reported. The patient uses a magnet for vns system, and the representative was wondering if electromagnetic interference (emi) from the magnet and/or device could stall a pump motor. The patient originally carried the magnet in their pocket, but was instructed to carry it further away from their device. The family had decided to have the patient carry the magnet at his ankle to monitor to see if that would prevent the pumps motor from stalling. Further follow-up with the hcp is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.